Event description:
Related manufacturing reference number: 2017865-2021-35225. It was reported that the patient presented with a pocket infection. The implantable cardioverter defibrillator (ICD) and right ventricular lead were explanted. There is no known allegation from a health professional that suggests the infection was related to the single chamber ICD system. The patient was discharged post procedure.